Event description:
It was reported the pt felt "burning". The catheter was also leaking, but was "fixed". The device was "barely" covering the pt's pain. The pt had a refill appointment with the implanting physician on (B)(6) 2011, but the pt wanted to see a physician sooner. The medication being delivered via the device was fentanyl. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).